Event description:
It was reported that there were concerns that this pacemaker exhibited loss of capture (loc) on right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and stated that they believed the device exhibited loc. Additionally, the impedance dropped post implant, as well. The impedance remained within range. The health care professional (hcp) brought in the patient. The rv lead was explanted. The device remains in use. No adverse patient effects were reported.